Event description:
During pm check, the golvo 7007 lowbase could not be moved side to side. No alleged pt impact. (B)(4).

Manufacturer narrative:
Lift was found in storage area. During preventive maintenance, frame base was found to be tweaked/bent. Facility staff did not know how this happened. No injury was alleged. Replacement part was used to correct this issue.